Event description:
It was reported during coil delivery, resistance encountered. The physician retrieved the coil and it detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event. (B)(4).